Event description:
It was reported that during the implant procedure, the physician attempted to find a suitable position for the right ventricular (rv) lead but the pacing impedance was high and out of range (>4000 ohms). The rv lead was repositioned, but the impedance remained out of range. The physician explanted the rv lead and observed potential insulation damage to the lead body shape. A different rv lead was implanted to resolve the event and the patient was stable with no adverse consequences. The patient was stable with no adverse consequences. The rv lead is expected for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical high impedance observations. However, visual inspection confirmed the allegation of insulation damage with the observation of wrinkled insulation near the terminal end. This insulation wrinkling can occur as a result of friction between the lead and the surrounding area. There were no other observations noted that would have caused or contributed to the clinical event.

Event description:
It was reported that during the implant procedure, the physician attempted to find a suitable position for the right ventricular (rv) lead but the pacing impedance was high and out of range (>4000 ohms). The rv lead was repositioned, but the impedance remained out of range. The physician explanted the rv lead and observed potential insulation damage to the lead body shape. A different rv lead was implanted to resolve the event and the patient was stable with no adverse consequences. The patient was stable with no adverse consequences. The rv lead is expected for analysis, but has not yet been received.